Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient's ins was going to be replaced due to normal depletion but the representative was unable to interrogate the ins since it was dead. The patient reported that about 6 months ago the system "started acting funny" and charging became more difficult so they let the ins deplete and stopped using it. The patient was receiving great coverage up until that point. No further complications reported.